Manufacturer narrative:
Device was serviced at the customer site. The syringe driver assembly was replaced. Device subsequently passed all applicable testing.

Event description:
It was reported that approximately eleven hours into perfusion, the team noticed that the syringe driver had not been automatically infusing medications. All metrics outside of glucose looked good and the surgeon was not concerned. The medications were manually infused. The liver was successfully transplanted following perfusion.